Event description:
It was reported that the customer received a failed battery test alarm as well as a battery out limit alarm. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing including displacement, operating currents, self and off no power tests. No failed battery alarm and no battery out limit alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.